Manufacturer narrative:
(B)(6). (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedure surgery at l1 level. During procedure, a balloon was broken at 77 psi and 2 ml in the prone position. No fragment was remaining in the patient and no allergic reaction was observed. No patient complications were reported.